Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in hospital for right ventricular lead revision due to high capture threshold. The physician was aware of the lead issue and was monitoring the lead closely. The rv lead was repositioned successfully on (B)(6) 2018 with acceptable lead measurements. The patient was stable before, during, and after the procedure and will continue to be monitored.